Event description:
Nurse drew up heparin in vanishpoint tb syringe to be given to a patient that is combative. To protect herself before administration, she placed the cap back on the needle until ready to be injected. When nurse placed cap on the syringe, the needle retracted. She did not push the plunger at all. No harm to nurse or patient, she just had to redraw medicine in a different syringe.